Manufacturer narrative:
The insulin pump passed the displacement test and self test. However, the pump failed the sleep current measurement and active current measurement due to a problem isolated to pcb1. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received replace battery alarm with prior notification of low battery alarm. Customer stated that battery cap was not loosen, cracked or damaged. Customer stated that this was the second occurrence of replace battery alertin less than 8 hours after low battery warning no .harm requiring medical intervention was reported. The insulin pump will be returned for analysis.